Event description:
The device was received with no info.

Manufacturer narrative:
Date sent: 8/13/2008. Evaluation summary: the hand piece was tested on a generator and no error code was noted. However, the hand piece was disassembled, a torn acoustic isolator was found in the instrument. Due to this condition, it may cause an error code to occur on the generator. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.